Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The infusion device displayed e8 (power interrupt) and four hours later the patient restarted the infusion device. It was reported that the patient was taken to the hospital due to elevated blood glucose levels. She was in the intensive care unit for 3-4 days and was kept in the hospital for stationary treatment for an additional 6-7 days. The patient was treated with insulin via perfusor. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.